Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy and the advancer tube was neither engaged nor visible. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The intended procedure was an interventional peripheral procedure. The procedure used an antegrade approach. The stick location was at the medium level. There was no vessel tortuosity or presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath in conjunction with the mynx was a 5f non-cordis device. The femoral artery¿s suitability was verified on angiography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel type was a femoral arterial. There was no significant resistance when shuttling down and there was no unusual force applied when retracting the sheath. Hemostasis was achieved with manual pressure which was held for thirty minutes or less. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The 5f competitor¿s sheath was positioned over the balloon. A portion of the sealant was located at distal tip of the balloon, soaked with blood. The advancer tube was found inside the shuttle cartridge. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. Damage was observed the distal end of the shuttle cartridge. However, it is unknown if the damage occurred during the procedure or during subsequent handling of the sheath. Shuttle movement was checked and no resistance was felt. Shuttle down procedure per mynxgrip instructions for use (IFU) was simulated and the advancer tube was able to properly engage the tamp locks. A product history record (phr) review of lot f1900202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step could not be completed. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue experienced. However, since a portion of the sealant was returned stuck to the device soaked in blood, it is possible that the sealant prematurely swelled, causing an incomplete engagement of the tamp lock, therefore preventing deployment of the sealant. There was also damage noted to the distal end of the shuttle, so there could have been some excessive force applied during shuttle advancement. However, it is unknown at this time how part of the sealant became stuck to the device and how the shuttle tip got damaged since it was reported that there was no unusual resistance/force during use. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy and the advancer tube was neither engaged nor visible. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The intended procedure was an interventional peripheral procedure. The procedure used an ante-grade approach. The stick location was at the medium level. There was no vessel tortuosity or presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath in conjunction with the mynx was a 5f non-cordis device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel type was a femoral arterial. There was no significant resistance when shuttling down and there was no unusual force applied when retracting the sheath. Hemostasis was achieved with manual pressure which was held for thirty minutes or less. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.